Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: *plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), pain ("severe pain"), discomfort ("discomfort"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), rash ("excessive rashes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent surgery to remove her essure coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain, pain, discomfort, dyspareunia, alopecia, rash and abdominal pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, discomfort, dyspareunia, menorrhagia, pain, pelvic pain and rash to be related to essure. Diagnostic results: on an unspecified date, hsg test was performed and her coils were properly placed. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.